Event description:
It was reported that since the pump and catheter were implanted, the pt experienced increased pain and no relief from the pump. The pt was going to the emergency room every 4-6 hours for pain medication. Per the reporter, the emergency room staff indicated that the pump was "not working". The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).